Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Actual file used in the event was not available for evaluation. Unused files from the same package were returned and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event, it was reported that the handle of a hedstroem file separated during use. As of this MDR evaluation, the separated piece is still in the tooth and the patient is planning to return for further treatment at the dental practice.